Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke and pieces remain missing. However, it is unknown at this time when or how the device broke.

Manufacturer narrative:
Visual inspection confirms that the central post has cleanly fractured off of the device and was not returned for inspection. The device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. This device was manufactured before the design modification and was part of the re-design scope. Therefore the root cause can be said to be a previously addressed design issue.